Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported heavily calcified, moderately tortuous, 99% stenosed lesion, such that the balloon ruptured during the inflation attempt; however, this could not be confirmed. There is no indication of a product quality deficiency. It was reported that the device was prepared for use inside the patients anatomy. It should be noted that the japan nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is possible that the reported user error caused or contributed to the reported incident. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database revealed that there have been no related incidents reported for this lot. Based on the reported information and this investigation, it is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported heavily calcified, moderately tortuous, 99% stenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed. There is no indication of a product quality deficiency.

Event description:
It was reported that during pre-dilatation in the moderately tortuous and heavily calcified right coronary artery for treatment of a 99% de novo stenosis, a 3.5x15 nc trek balloon ruptured at 10 atmospheres during the first inflation for 30 seconds. The device was withdrawn from the anatomy and a pinhole was noted in the balloon. A non-abbott dilatation catheter was used to complete pre-dilatation. There was no adverse patient effect and no reported significant clinical delay in the procedure. Reportedly, the device was prepped inside of the patient anatomy. No additional information was provided.